Event description:
Carelink platform failed to export transmission for patient symptom for a patient with an implantable loop recorder. Missing reports from the remote monitoring platform carelink, not generating or sending clinically significant reports for patients with implantable cardiac devices for remote monitoring. Manufacturer response for remote monitoring platform, carelink (per site reporter).